Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear of the liner.